Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung biopsy. According to the reporter: after 2nd firing was done for double-stapling, jaws were difficult to open. Device could be removed anyway, but stapling was done only halfway and the anvil was curved. Procedure was converted to an open surgery, since bleeding from lung parenchyma was found. Bleeding was less than 200 cc. There was add'l tissue loss. No ill effect on pt. Operating time extension is unk.